Event description:
It was reported that the pt has a strange coagulapathy. The pt had a catheter in place for 12 days and received plasmapheresis. During the last treatment, the clinicain had difficulty flushing the catheter. The catheter was removed, and the pt immediately went into cardiac arrest. The physician believes that the pt had a pulmonary embolism due to clots that embolized in the lung, but the nurse mgr reported that the catheter was removed, and an air embolism precipitated the cardiac arrest. The pt also has clots in the right leg which may lead to amputation.